Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00327; 540-01-001, s805 - wear/excessive wear, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to wearing / required intervention to prevent impairment/damage.